Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in circuit board, the power shuts down. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image of high definition lcd monitor had cut out 4 times on slave and main stack and turned on and off again. The issue occurred during an unknown procedure, and it was completed with the same device. There were no reports of patient harm.